Event description:
It was reported by the customer that the pyxis medstation es system stuck on carefusion screen due to that they cannot login to the es system. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system got stuck on carefusion screen. The technical support specialist applied ka000011541 and the station got launched. The system functioned as intended after the technical support specialist troubleshooted the device.